Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an irreversible electroporation ablation procedure using a faradrive sheath they were not able to clear all air bubbles from the sheath. Flushing was performed with a syringe and air was observed to form in the side port and could not be cleared by the flushing. They exchanged the sheath, and the issue was resolved. The procedure was then completed with no patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, and no visual abnormalities were found. Next, they functionally tested the sheath by replicating aspiration and the sheath was within specification and showed no air bubbles for each variation of the test. Then, they tested the integrity of the hemostatic valve and found the sheath was within specification for maintaining internal pressure and no leaks were observed. Based on all the available evidence the conclusion is that no problem was detected with the returned device, the reported allegation could not be replicated, and no other issues were found with the device.

Event description:
It was reported that a faradrive steerable sheath clear during preparation was full of bubbles, it was not possible to get rid of them. During manual flushing with syringe there was always a bubble formation in the luer (flushing side port). The preparation has been done as usual, according to IFU. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath has been received for analysis.